Manufacturer narrative:
This report has been identified as a duplicate MFR# 0002249697-2019-04016. Going forward, any additional information will be reported under MFR# 0002249697-2019-04016.

Event description:
Stem of hip replacement completely fractured.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Stem of hip replacement completely fractured.